Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the outer jacket of the cable was unable to be confirmed. The modular cable (lot number: 8649595) was not returned for analysis and no images were submitted for review. Log files were submitted that did not contain any notable events. Multiple good faith efforts were sent asking if any images could be provided, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the damage to the cable was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 8649595) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including driveline communication alarms. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with a compromised and exposed modular cable. There were no alarms. The exposed modular cable sheath was reinforced with rescue tape. The event log captured some periods of pulsatility index (pi) events throughout the log but nothing notable was captured. It appeared that the ventricular assist device (vad) and peripheral equipment were functioning as intended.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.